Manufacturer narrative:
Evaluation summary: the user returned the actual complaint device for investigation (lot 0602a02, manufactured february 2006). The manufacturer's investigation found both clear cartridge holder tabs broken. This malfunction can result in an underdose. Malfunction corrective action, clear cartridge holder tabs broken: the core user manual states "do not damage or remove the cartridge holder tabs. Do not use the pen if the cartridge holder tabs are broken. Do not use the pen if any part of your pen appears broken or damaged. Contact lilly at xxx-xxx-xxxx or your healthcare professional." No further corrective actions are planned as the device manufacturing was discontinued december 2006. Improper use and storage: there is evidence of non-manufacturing damage to the clear cartridge holder. Tool marks, consistent with pliers, are observed on and around both engagement tab areas. The damage is consistent with breaking the engagement tabs with pliers. This report includes final evaluation findings. No additional information is expected.

Event description:
(B)(4). This device case from a clinical trial (B)(4), which does not involve an adverse event, reported by a health care professional who contacted the company with a product complaint, concerns an unidentified patient. The patient was taking an unspecified medication for treatment of an unknown indication. On an unidentified date, the humapen ergo teal/clear pen body with a clear cartridge holder attached was reported that the cartridge could not be fixed to the pen because a connection was broken. On 10-feb-2010 the pen was returned and on 11-feb-2010 the investigation revealed that both cch engagement tabs were broken. This humapen ergo, teal/clear pen body with a clear cartridge holder attached is associated with (B)(4). The operator of the device, the length of time the device had been used, and their training status were unreported. The return of the device had occurred. Update 19feb2010: initial (10feb2010) and follow-up (17feb2010) were processed at the same time.